Manufacturer narrative:
Driveline cable (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files could not be performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed a new circumferential tear in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. The manufacturer has an open internal investigation to evaluate driveline sheath damages. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the previous driveline repair had come loose at the proximal end of the driveline connector strain relief which exposed the inner silicone conduit for the six electrical wires. There was also noted another full circumference tear in the outer urethane coating on the driveline 32 centimeters proximal to the original repair. The driveline sheath was cleaned and a modified driveline sheath repair was performed. Silicone was applied to the driveline and then wrapped circumferentially down to the driveline connector strain relief overlapping the proximal end of the strain relief. The wrap was then reversed back over the first layer, past the initiation point proximal to the connector strain relief proximal to the driveline strain relief. The repair was then doubled back to the original starting point proximal to the driveline connector strain relief and terminated. Pressure was applied to the entire length of the repair area and instructions for the maintenance of the sheath repair were discussed with the patient and care giver. The patient tolerated the repair without incident of alarms from the pump or controller. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the previous driveline repair had come loose at the proximal end of the driveline connector strain relief which exposed the inner silicone conduit for the six electrical wires.  There was also noted another full circumference tear in the outer urethane coating on the driveline 32 centimeters proximal to the original repair.  The driveline sheath was cleaned and a modified driveline sheath repair was performed.  Silicone was applied to the driveline and then wrapped circumferentially down to the driveline connector strain relief overlapping the proximal end of the strain relief.  The wrap was then reversed back over the first layer, past the initiation point proximal to the connector strain relief proximal to the driveline strain relief.  The repair was then doubled back to the original starting point proximal to the driveline connector strain relief and terminated.  Pressure was applied to the entire length of the repair area and instructions for the maintenance of the sheath repair were discussed with the patient and care giver.  The patient tolerated the repair without incident of alarms from the pump or controller.  The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.